Manufacturer narrative:
Based on the investigation result of the complaint case, fm(black object) in IV set chamber, sbdm suppose that pvc(raw material of chamber) carbide may be stuck into the complaint chamber upon molding and it may be the cause of the complaint case. Sbdm analyzed it to investigate the fm in the chamber of the complaint sample. - based on the investigation result of the same lot house samples as of this complaint sample, sbdm found no defective samples. - sbdm checked manufacturing records such as process inspection report, test report, molding manufacturing records/ inspection records of the received complaint sample, there was no abnormality on the manufacturing records. - based on the ir analysis result, the black object was pvc carbide and pvc is the same raw material as of chamber component. The fm(black object) is not likely to detach from the chamber because it was completely stuck into the chamber upon molding. The chamber components are injected from the mold on high temperature (170¿~190¿). Sbdm suppose that pvc(raw material of chamber) carbide may be stuck into the complaint chamber upon molding and it may be the cause of the complaint case.

Event description:
It was reported before use of the IV set sn404 w/o bp y-conn a black object found in IV set chamber while preparing for injection of drugs.¿ there was no report of injury or medical intervention